Manufacturer narrative:
It was noted that this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. After placing the lead, high out-of-range pace impedance measurements were observed when measured via pacing system analyzer (psa) and did not resolve despite the lead being repositioned. The lead was extracted and procedure completed with an alternate lead. No adverse patient effects were reported.